Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional followup: the doctor commented as follows; as no reoperation was performed, the place where the leak occurred from was unknown. The doctor also thought that the leak might have occurred from the edge of the staple line or the target tissue which etrio335h was activated. But the leak occurred after one week, the doctor thought there were no possibilities the leak occurred from the staple line of endocutter. The fibrin glue was used in the operation and the devices were used as usual. The event was the first experience for the doctor. Etrio325h was a resterilized device and it was the second time of using. After a week, the doctor confirmed the bubbles from the drain which was put into the patient's body at the end of the operation on (B)(6) 2011. Therefore, the doctor judged minor leak occurred. Although minor leak occurred, no reoperation was performed. The patient was treated through medication after the operation. The doctor commented that leak point was unclear because no reoperation was performed. The patient's hospitalization time was not extended as a result of the minor leak."

Event description:
It was reported that during an unknown procedure, at first, endocutter was used to create the interlobar between the right upper lung and the middle lung. The endocutter was fired without any problem and the deployed staples were proper b-formed. Next, etrio325h was used on the remaining tissue (the length of the tissue was about 5 mm) which was not cut by the endocutter. The device was activated without any problem. No bleeding occurred. The thickness of the tissue was neither thin nor thick and the jaws clamped the target tissue properly. The jaws had not clamped any hard materials. No error was occurred during use. The jaws were released after hearing the completion sound of sealing. When the device sealed the target tissue, the target tissue became white and the target tissue seemed to be sealed properly. Also, the blood was coagulated and a black burn was found on the target tissue. Then the operation was finished without any problem and the patient had been in stable condition after the operation. After a week, a minor leak occurred. The patient received medication and the patient's condition was stable. No reoperation was performed. The patient is going to leave the hospital in a few days. There were no adverse consequences for the patient. The customer disposed of the devices.